Event description:
The patient was admitted to the hospital on (B)(6) 2013 due to "leg swelling". Upon interrogation, the pacemaker was found in fallback mode switch (due to atrial arrhythmia). Another interrogation was performed on (B)(6) 2013 since a device malfunction was suspected. Review of the programmer files revealed that non-physiological signals at 8hz had been recorded in the implant memories during the past months. In (B)(6) 2012, emi investigation was performed in the patient's house, but no interference possibly affecting pacemaker behavior was found. Detailed review of the episodes confirmed the 8hz noise oversensing in the atrial channel. All these noisy episodes result from the same phenomenon: intermittent mv sensor current pulses oversensing (8hz frequency), most probably due to intermittent high atrial lead impedance. An atrial lead issue or connection issue is very probably at the origin of the phenomenon. Recommendations have been sent: a re-intervention should be evaluated by the physician to check proper atrial lead connection and operation.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.